Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported his adc blood glucose meter powered on with button press but not with test strip insertion and he was unable to test. Customer further reported he experienced a loss of consciousness and was treated with glucose by a non-hcp and an hcp. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported his adc blood glucose meter powered on with button press but not with test strip insertion and he was unable to test. Customer further reported he experienced a loss of consciousness and was treated with glucose by a non-hcp and an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(4) was returned and investigated with retained strips. Performed visual inspection on the returned reader and no issue was observed. The meter powered on when the button was pressed but it did not turn on when the retaining strip was inserted. The reader was sent for further investigation and de-cased. Visual inspection was performed and observed contamination of fibers and dust on and under the pins of the strip port and corrosion due to liquid ingress. The issue was not confirmed to use.